Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. Moisture was in the screen. Customer's blood glucose level was 30.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. Moisture damage was noted on the liquid crystal display board. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.